Event description:
It was reported the programmer head is stuck; could not remove the programmer head as it was jammed. It is noted that red alignment dots were not lined up. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head connector is sticky, difficult to plug/unplug. Analysis also found the rf head found out of specification on uplink functional tests; rf head cable found out of electrical specification. (B)(4).